Event description:
Event description guidant received information that this left ventricular lead was explanted due to loss of capture. It is believed that physician cut the lead during the original implant.